Event description:
Inbound. Pt reports having one pre-filled remodulin cassette from last week and one from this week, both lot# 939655, expiration 8/31/2023, that caused no disposable alarm on both pumps. Unable to resolve with usual troubleshooting. No further details provided.